Event description:
Eva reported an issue with her pump where the battery depleted and there was damage on the outside of the pump. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.